Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated wbc content that was measured in the platelet product. No medical intervention was required. Donor unit #: (B)(6). The disposable is not available for eval because it was discarded. There was not a transfusion recipient or pt involved at the time of the residual white blood cell testing, therefore no pt info is reasonably known at the time of the event. This report is being filed due to product malfunction that could have the potential for injury.

Manufacturer narrative:
(B)(4). The signals in the run data file indicate that it is possible, though not conclusive, that the plasma line may have been partially occluded near the end of the procedure. If the plasma line does not contribute properly to the platelet pump, it could cause the flow through the lrs chamber to be higher then the system expects, possibly allowing some wbcs to escape. Orientation of the hex in the hex holder may contribute to the above. Investigation eval and corrective actions are in progress. A follow-up report will be provided.

Manufacturer narrative:
(B)(4). This report is being filed to provide additional information. The device history record was reviewed. Nothing was found that was related to this event. Root cause: this disposable was unavailable for specific root cause analysis. The possible root cause was provided in the initial report for this event. Internal capas have been initiated to evaluate reports of elevated wbc counts.